Event description:
The catheter was placed 2/12/97. Two days later, a leak was noticed at the insertion site. It is unknown what was being infused through the catheter. No pt injury was reported to have occurred.